Event description:
The customer reported to olympus, video image quality issues and the connector is cracked causing loose connector connection on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned and the customer event was confirmed. The connector was cracked and the video could not be connected securely. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: b5, h4 this report is being supplemented to provide additional information provided by the customer. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the reported phenomenon occurred during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to mishandling. Olympus will continue to monitor field performance for this device.